Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with lite gloves. The customer reports multiple complaints have been received indicating that the covidien light handle covers are cracking and splitting.